Event description:
Rn was deaccessing a port-a-cath gripper plus from a pt. She stated that she heard the safety "click" into place and was stuck in the palm of her hand when she was placing the device in the sharps container. Dates of use: 2009. Diagnosis or reason for use: venous access.